Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID hh90t01 (serial: (B)(6); product type: 2201-mobile platform; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that patient was getting no pump found all last week and today when the patient attempted to connect to the pump the communicator bluetooth light would continue to flash and would not connect. It stayed in deliver bolus formant and had no message. During call patient reset the communicator and closed all applications; when patient attempted to connect to myptm they lagged at 90%. The patient noted it had always taken them 2 or 3 minutes to deliver a bolus. Agent walked patient through clearing data. The patient was able to connect to myptm and was able to deliver a bolus with no problems.